Event description:
Per my insurance requirements, I have to purchase a 90 day supply of the g7 cgm sensor. (9 units) while using the last batch of sensors, dexcom moved my phone off there 'compatible devices' list. This caused their app to cease to operate with my existing already purchased cgm sensors, while in the middle of a session with the sensor on my arm dexcom says to buy a new phone/watch to continue to use my sensors. Unfortunate that dexcom used this tactic to orphan my existing 10 day g7 sensors.